Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 82 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.